Event description:
Reporting status: malfunction. Reporting rationale: caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the mid lad lesion was canulated with a jl4 6f guiding catheter and a bmw guide wire was successfully passed through the lesion. Another company's balloon catheter was used to pre-dilate the lesion three times at 6 bar, then the vision 3.0 x 23 mm was chosen for the mid lad lesion. During insertion when the stent was tracked to the bwm guide wire, still outside of the patient, friction between the stent and the stent guide wire was felt by the doctor. It was then stuck at the proximal part of the guide wire and the stent was not able to be moved down to the distal part. The stent dislodged after a push with force. Hence, a blade was used to cut the stent from the guide wire. A new stent of the same size was then used to compelte the procedure. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood visible. There was contrast in the inflation lumen. The stent had been dislodged and not returned. The balloon including the inner member and tip had separated distal to the proximal seal and was not returned. There was 1mm of separated shaft and 1.5 mm of the separated inner member extending distal to the proximal seal. The fracture faces of the separations were jagged and stretched. The shaft had a kink just proximal to the proximal seal. There was bunching in the shaft 13.5 mm proximal to the proximal seal for a length of 3 mm. There was no other damage noted to the catheter. The guide wire used during the procedure was not returned. Using a .0155" mandrel, an attempt was made to backload the mandrel through the separated end of the shaft but the mandrel could not be inserted, due to the damage in the inner memeber. This did not meet manufacturing criteria. Due to the damage in the inner member, functional testing could not be performed. Product performance engineering reviewed the incident information and analysis of the returned device. Analysis confirmed that the stent had dislodged and was not returned. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Additionally, the balloon including inner member and tip had separated distal to the proximal seal and were also not returned. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. It was reported that there was resistance felt with the guide wire, and if the stent delivery system continued to be manipulated under these conditions, it can lead to the noted separation. The guide wire used in the case was not returned and could not be evaluated. Additional damage noted to the rx vision was a kink and bunching of the proximal shaft. This is all consistent with encountering resistance and pushing/pulling to overcome the resistance. It should be noted that contrary to the IFU (instructions for use) warnings, the stent delivery system used in this case was manipulated with force. This misuse of the device may have conributed to the device damage and/or stent dislodgement. Based on the available information, it appears that the circumstances of the procedure caused the reported damage, however, a conclusive root cause cannot be determined. Product performance engineering will trend and monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this complaint. Additionally, a query of the complaint- handling database was performed and there have been no similar complaints reported with this part and lot number combination. All catheter are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. This MDR is considered closed by the quality assurance department.